Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the customer returned a sample with product code 5c4483 for evaluation with a white adaptor connected to the female connector. A visual inspection with the naked eye and magnification noted the female connector separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip dislodged during disconnection of the transfer set. There was no evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The white adapter was hand removed from the female connector. The reported separation issue was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body (light blue) of the twist clamp on a luer transfer set; further described as ¿coming apart at the light blue and dark blue". As a result, the patient was unable to disconnect from their overnight cycler peritoneal dialysis session and had to cut the dialysis tubing to disconnect. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.